Event description:
It was reported, the patient's ((B)(6)) programmer displayed the low battery warning for the ipg. The patient only needs to utilize therapy intermittently and her program settings are reportedly low. Based on these factors, it was determined that the low battery warning was indicative of passivation. The warning was successfully cleared.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.